Event description:
Customer is reporting a complaint on product # v8309el. Customer states that while a sensor pad was in use it heated up enough to burn the patient. The customer reports that no injuries resulted from the incident.

Manufacturer narrative:
H3. This report is based solely on the customer¿s allegation that while a sensor pad was in use, it heated up enough to burn the patient. The customer reported that no injuries resulted from the incident. The lot number of the product was not shared, so no device history record can be reviewed. A review of the complaint database did not reveal any similar events against this device in the past 5 years. Therefore, it appears this complaint was an isolated event. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4). H3 other text: product not returned.

Manufacturer narrative:
The sensor pad was evaluated with a known working 8645 unit. The sensor pad is functional and will perform as intended. Dummy weight was placed on top of the sensor pad for an hour in an effort to replicate the reported issue, and the sensor pad temperature remained the same or did not increase or heat up. The sensor pad was not returned flat as it was folded inside a non-posey box. Creases were observed on both sides of the sensor pad as a result of folding. No other abnormalities have been observed. A device history record (DHR) of the affected lot number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The unit passed all verification testing and met manufacturing specifications prior to being released for distribution. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor, or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management monthly. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Supplemental medwatch is being sent for additional information.